Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation has been completed. The olympus service center confirmed the reported event and found a faulty cable unit. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to user operation. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
The customer reported to olympus the image does not appear. It is unknown when the device failure occurred or if there was a procedure involved. No patient harm or injury was reported.